Event description:
It was reported that during a routine pulse generator change out procedure, the ventricular lead was connected to the pulse generator and no device output was noted. A small instance of asystole was experienced by the patient. The lead was disconnected and reconnected and a sensing anomaly was noted. The device was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.